Event description:
It was reported that the patient presented with weakness and had a transient ischemic attack (tia) associated with ventricular assist device (vad) low flows. Head/brain computerized tomography (CT) was performed, and the patient was continued on anticoagulants and aspirin. It was noted that the patient¿s international normalized ratio (inr) was therapeutic at the time of the event. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the available autologs report revealed twenty-three (23) low flow alarms logged since (B)(6) 2021. As a result, the reported low flow event was confirmed. Information provided by the site indicated that the patient presented with weakness and had a transient ischemic attack (tia) associated with ventricular assist device (vad) low flows. Head/brain computerized tomography (CT) was performed, and the patient was continued on anticoagulants and aspirin. It was noted that the patient¿s international normalized ratio (inr) was therapeutic at the time of the event. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.